Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illumination was dim. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the tabletop illuminator¿s lamp to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 9, 2015. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp . However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).